Event description:
In 2008, the sales rep reported that during surgery the surgeon had the instrument down in the port when the screw fell out of the handle and fell onto the floor. There was no report of pt injury or surgical delay. The malfunction as resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.